Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on unknown date, with blood glucose of 400 mg/dl and at the time of incident the blood glucose value was 441 mg/dl. The customer was treated with intravenous fluid and insulin drip. Customer was using auto mode feature. Customer had not alleged that the insulin pump was under delivering. Customer stated that they were unable to exit the load reservoir process. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.